Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.850psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 279 to 260. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.310 psi, which is within specification. No patient involvement reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.850psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 279 to 260. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.310 psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).